Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter (liquid like blood) on lot # 9196582. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, foreign matter) was captured and addressed appropriately. Investigation summary: customer returned photos of 3/10cc, 6mm, 31g syringes with the shelf carton and poly bag from lot # 9196582. Customer states that there is a red liquid like blood in the syringe. All photos were examined and exhibited one syringe with dark material on the plunger cap. It is difficult to determine the identity of this material solely from the attached photos. A review of the device history record was completed for batch # 9196582 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications (B)(4) noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure, however, it is difficult to determine the identity of this material solely from the photos. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as it is difficult to determine the identity of this material solely from the provided photos. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. (B)(4).

Event description:
It was reported that 3 syringes 0.3ml 31ga 6mm halfunit 10bagnla experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: it is seen a red liquid like blood in the syringe, report 3 pieces like this.